Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 mg/dl. Cause was not known. Customer needed assistance for spouse to administer a manual insulin therapy injection. Reportedly, the customer was confused and fell. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.